Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred in the left atrium. The patient became hypotensive and an echogram confirmed the effusion. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
One quadripolar, uni-directional, curve d, flexability sensor enabled ablation catheter was received for evaluation. Visual inspection revealed no anomalies. The catheter deflected when actuating the steering mechanism. The catheter met specifications for electrical and temperature testing, and met acceptable irrigation rates during a flow test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.